Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The user facility reported that the listed needle detached from the syringe while giving a patient an injection. The needle was manually removed. The reporter indicated that no adverse health outcomes occurred in result of event.